Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited oversensing noise. Lead damage was suspected. The lead was capped and replaced. The patient's condition post procedure was stable.